Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** (B)(4) 2013-sales rep reported patient underwent left hip revision. The part/lot was provided. There is no new information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.